Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain the patient information from the time of the event. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device shutdown while in standby mode and would not power back on. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer biomedical engineer (bme) informed the remote service engineer (rse) that they had confirmed the 24-volt direct current (dc) power supply was functional. The bme also installed a new battery into the device. The rse informed the customer of a possible power management (pm) printed circuit board assembly (pcba) issue and provided the pm pcba part information for a warranty replacement. The customer requested onsite service by a philips field service engineer (fse). This investigation is ongoing.

Manufacturer narrative:
H10: on 06feb2024, a field service engineer (fse) went to the customer site and replaced the power management (pm) printed circuit board assembly (pcba). The device powered on and the battery charging light illuminated as expected. Following the pm pcba part replacement, the fse completed a performance verification test (pvt) and the device passed all included testing. The device was returned to the customer ready for use. The investigation is ongoing.